Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer communicated the results were confirmed negative by pcr. Symptomatic status of patient is unknown. Report 1 of 2.